Manufacturer narrative:
B5: additional information added to describe event or problem

Event description:
On (B)(6) 2021, the patient expired due to aspiration pneumonia. No contribution of the gore devices and its procedure was reported.

Manufacturer narrative:
The medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the device being positioned in a location other than intended or specified. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac), najuta stent graft, and gore® dryseal flex introducer sheath (dsf) with a left common carotid artery - a left subclavian artery bypass. An attempt was made to deploy the ctag ac. Unintentionally the proximal edge of ctagac partially covered a brachiocephalic artery and a slight delay at the brachiocephalic artery was observed. The ctagac was adjusted using a coda balloon and the delay was resolved. Then najuta stent graft was implanted proximally. A beak and a proximal type I endoleak at the proximal end of the najuta was observed. After additional ballooning, the proximal type I endoleak was slightly remained and to be monitored. The dsf was removed and the access vessel trauma was observed. Additionally, plc121200j was implanted until just above the access point. Bleeding was still observed from distal side, the remaining access vessel trauma was repaired surgically. The physician stated that the vessel trauma was expected. The access was thought to be difficult. Reportedly, the access vessel had a vessel diameter of less than 7 mm. The ctag ac deployed in the unintended position, which was thought to be an effect of the vascular properties such as bending.